Event description:
The surgeon inserted an vicm12.1 -15.00 diopter implantable collamer lens on 2012 (B)(6) and a refractive surprise was noted. The lens was explanted and exchanged for a same model lens with a -18.00 diopter and this resolved the problem.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Method - lens work order search. Medical review. Results: visual inspection of the returned lens showed the lens was returned dry with a torn haptic. The lens was returned for length, width and diopter remeasurement. The results were compared to the original value and found in specifications,therefore, it can be justified that the complaint was not product related. Medical review - review of this file indicates that the surgeon implanted an icl in the right eye of this patient and noticed refractive surprise in the early postoperative period. The postoperative outcome showed significant surprise under correction. The surgeon decided to remove this lens and order a new lens power to adjust for the previous error. He implanted a vicm12.1 with -18.0 diopter and this resolved the problem. Refractive surprise in this case may be due to inaccurate determination of preoperative refraction. The explanted lenses were returned to us for evaluation and diopter reading found to be within specifications. (B)(4).